Event description:
Healthcare professional reported 3 days after injection to the forehead with juvederm voluma with lidocaine pt developed "notorious infectious process at forehead level" that began with "edema, erythema, headache and chills." On the same day, the pt was treated with avelox tabs, "efaciar" gel soap, and "fucidim" ointment. Add'l info notes pt developed "necrosis" due to a combination of "ischemia" and "local contamination". Pt continues with "local care" of the "infectious process" and the injecting physician "is not worried about final result in the pt which will not be perceptible."

Manufacturer narrative:
UDI#: na. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of infection, edema, erythema, headache,chills, necrosis, and ischemia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.